Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 23-jun-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that both of his pumps malfunctioned. The nature of the malfunctions was not reported. Troubleshooting was unsuccessful. Replacement systems were sent. No interruption in therapy or adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6) show that pump failure alarms were generated between 11 and 5 days before the date of the complaint. During investigation, the system completed a test delivery with no abnormal behavior or alarms. The pump was disassembled, and evidence of fluid ingress was observed to be the cause of the pump failure. Logs from remote (B)(6) (paired with pump (B)(6) show that cassette depleted and battery depleted alarms were generated between 4 days before and the date of the complaint. During investigation, a test delivery was initiated, and the system generated a cassette depleted alarm earlier than expected. Upon disassembly of the pump, evidence of fluid ingress was found, and determined to be the cause of the alarms. Both systems functioned within specification as they alarmed accurately and entered a failsafe condition. The cause of the fluid ingress could not be determined.